Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 09/09/2021 it was reported by a sales representative via sems that an ar-9236-02pp vault-lock broke when the surgeon was trialing. No patient affect. Additional information received from sales representative on10/19/2021: the middle peg broke when the surgeon was attempting to remove the ar-9236-01pp vault-lock from the patient. All was retrieved. The patient is fine to date.